Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that their bowels were "going crazy" and they further clarified their statement to mean that for about a month now, their symptoms had returned, and they were leaking "really bad." The patient stated they've resorted to taking imodium to control their bowel because of it and they didn't like having to take imodium. The patient stated they had just been "dealing with it" but they finally decided to call their managing health care provider (hcp) today and the hcp told the patient to call medtronic to check to see if it was still "working". The patient denied having had any falls or traumas that would have led to the issue and stated that sometimes, if they were out, the stimulation would just start hurting them in their crotch area so their spouse would have to go home to get their programmer so the patient could turn the stimulation down. Patient services reviewed with the patient the importance of bringing their programmer with them when they left the house and also explained that sometimes certain positions could make the stimulation feel stronger and the patient stated they couldn't really recall what they were doing when it would happen and that it most recently happened at their daughter's house and they felt it start up so they had their spouse go get their programmer and they turned it down. The patient stated they would always carry their programmer with them from now on because of that. The patient was already connected to their settings on the call and stated the therapy was on and they were at 6.3 ma on program 4. They stated if they went any higher, the stimulation would hurt them. Patient services reviewed device description/function with the patient as well as therapy expectations and stimulation and programming considerations. The patient stated they hadn't known about the possibility of switching to a new program and that they'd only been increasing and decreasing their stimulation. The patient stated they were going to "play around with the settings" later to pick a new program and that they would increase the stimulation to where they felt it comfortably in their bike-seat region. Patient confirmed they always felt the stimulation in their bike-seat region when they increased their stimulation. The patient then stated they were going to monitor their symptoms or call back for assistance if needed and reach out to their healthcare provider for further concerns about their symptoms. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.